Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer stated he would call back at a later time. The customer stated they were driving yesterday and noticed that his blood glucose was 300 mg/dl and gave a bolus when he got home and when got up the next morning at 9 am he noticed that his blood glucose had increased to 400 mg/dl. The customer declined to troubleshoot for high readings because he was currently driving. The product was not returned for analysis.